Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. Reservoirs have been causing customer issues, has 9 on hand with some insulin still in them, they clearly show the bubbles that are becoming a regular problem. Customer leaves there novorapid insulin out of the fridge for 25-35 minutes before they draw it down, they ensure the vial is warm to the touch. The customer would like a replacement. The reservoir will be returned for analysis.